Event description:
Patient to surgery for removal of leiomyoma of sigmoid colon. During the procedure the surgeon noticed that a small piece of the staple appeared to be sheared. Further inspection of the staple line revealed multiple misfirings of stapler and this was documented. The anastomosis was compromised and had to be resected, then a new stapler was brought into the operative field and procedure completed. Patient returned to the operating room (or) 4 days later for dead bowel around anastomosis. The hartmann procedure and two days in ICU post operative.